Manufacturer narrative:
Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. Unit received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up properly. Problem isolated to electronic assemblies.

Event description:
The customer reported via phone call the insulin pump has cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with trouble shooting. The customer's pump will be returned.